Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the endoscope controller (ec) in order to resolve the customer reported problems. The system was tested and verified as ready for use. Isi did received the product involved with this complaint to perform failure analysis. The ec was analyzed and visual inspection revealed no issues related to the event. In the system logs, the error 45312 was logged, confirming the fault occurred in the field. The unit was installed and tested on both a golden system and the test system, where it functioned as expected. Video testing, 10 power cycles, and a one-hour idle run showed no errors, with good video on both eyes and normal ec functionality. No repeated scope issues or video loss could be replicated. Based on these findings, failure analysis concluded that the dual camera interface board (dcib) could be the source of the reported failure. While a definitive root cause cannot be established since the reported complaint was not replicated during in-house testing, the potential root cause for this failure can be attributed to transient electrical issues from the dcib located within the ec.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure; user informed the technical support engineer (tse) that there was a loss of right eye video during a procedure. The logs indicated error 45312, which signifies a loss of right endoscope video to the endoscope controller (ec). The tse recommended reseating the endoscope multiple times into the ec, and if the issue persisted, to replace the endoscope with a backup. The user continued with the procedure as planned. No known impact or patient consequence was reported.